Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the image was not displayed due to poor communication caused by failure of the charged coupled device (ccd) and the cable. The cause of the faulty ccd and the cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the sudden loss of vision due to no image/darkness occurred due to the cable failure, and imaging system component, due to the damage of the charged coupled device . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the image of the autoclavable camera head was not displayed. The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.